Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had lost sensor alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated they did not receive a new transmitter. Customer was advised that the device is no longer receiving data from the transmitter. The customer was advised to find lost sensor alert. The customer advised that the sensor is bent. The customer was advised to change sensor. The customer declined to troubleshoot for bent sensor.